Event description:
It was reported through the filing of a lawsuit that allegedly diagnostic workup revealed the presence of markedly increased levels of metal ions in the patient's blood and potential existence of a fluid collection about the hip prosthesis. Based upon this finding and in light of patient's worsening symptoms, she was taken back for revision surgery to her right hip on (B)(6) 2014. It is further alleged that during the revision surgery, "there was significant evidence of heavy metal toxicity including the presence of cloudy, turbid fluid, erosion around the head neck taper junction between the accolade stem and lfit v40 chromium cobalt femoral head.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown accolade tmzf hip stem. The information in this report was provided by stryker orthopaedics legal affairs. No additional information is available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.